Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 rack. The sample initially resulted in a hcg+b value of 22.3 miu/ml. The physician questioned the initial value. The sample was repeated on (B)(6)2023, resulting in an hcg+b value of 0.100 miu/ml with a data flag. The sample was repeated on (B)(6)2023, resulting in an hcg+b value of 0.162 miu/ml. The physician considered the negative hcg+b value to be correct since the patient had no confirmation of pregnancy and the examination was just a pre-operative one.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Calibration signals were within expectations. The customer calibrates infrequently. Upon review of the alarm trace a liquid level detection error occurred during reagent pipetting. The investigation could not identify a product problem. The cause of the event could not be determined.